Event description:
It was reported that during a routine follow-up, measurements were not acceptable, suggesting lead dislodgement. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.